Manufacturer narrative:
There were no samples returned for evaluation therefore the reported condition could not be confirmed. A non conformance report (ncr) review was completed for lot# 17f074562. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective/preventative action (CAPA) was implemented to optimize the autobander process and prevent a recurrence of the condition. The corrective actions were implemented which was after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/27/2017 an investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the pack of sponges had 9 each instead of 10 each.